Event description:
It was reported that the pt was connected to the kappa xlt monitor. The pt experienced vf (ventricular fibrillation) and vt (ventricular tachycardia). Pt also had an ICD (implantable cardioverter defibrillator), that gives electric shocks numerous times. More than once, the kappa xlt monitor display unexpectedly went black for about 3 mins. At this time, the pt's ECG was seen on the medtronic lifepack 20 defibrillator/monitor. It was reported that the pt died. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A f/u report will be submitted as soon as the investigation has been completed.